Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized due to cardiac decompensation. Upon review, the health care professional (hcp) observed the s-ICD had been deactivated at an unknown time and the shock impedance was below 30 ohms, which is low out of range. It is now known who deactivated the s-ICD; however, the patient had been implanted with a left ventricular assist device (lvad) and it is believed that the s-ICD was deactivated during that procedure. When checking the x-ray images from before and after the lvad implant it was determined that both the s-ICD and electrode moved. Technical services (ts) reviewed the event and discussed the low impedance could be related to numerous factors and upon review of the device system position, it was observed that the placement of the electrode is high and the device appears to be very close to the lvad. The device system remains deactivated and the patient hospitalized until the hcp decides further actions. The s-ICD system remains in service. No additional adverse patient effects were reported.